Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-06134 / 06135).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, scarring, cortical thickening at the left femoral stem and migration of both acetabular cups were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. A review of invoice history revealed that a total hip was implanted into this patient on (B)(6) 2009; however, there is nothing in the invoice history to suggest that bilateral hips were implanted. Additional information provided by the patient during follow up confirms that a right total hip arthroplasty was performed on (B)(6) 2009. It is not clear when the left total hip procedure took place.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, scarring, cortical thickening at the left femoral stem and migration of both acetabular cups were noted. Additional information provided by the patient during follow up revealed patient experienced severe pain, shortness of breath, fatigue since implants, stiffness, loss of motion and a limp in the left hip. During follow up testing and monitoring, loss of motion, stiffness, severe pain, and lurching during exercise was revealed in the right hip. There have been no reported revisions. These findings were found due to follow up testing.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, scarring, cortical thickening at the left femoral stem and migration of both acetabular cups were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. A review of invoice history revealed that a total hip was implanted into this patient on (B)(6) 2009; however, there is nothing in the invoice history to suggest that bilateral hips were implanted. Additional information provided by the patient during follow up confirms that a right total hip arthroplasty was performed on (B)(6) 2009. It is not clear when the left total hip procedure took place. It was reported that patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2009. Review of invoice history confirmed surgery date. Additional information provided by the patient during follow up revealed patient experienced severe pain, shortness of breath, and fatigue since implants. There have been no reported revisions.